Event description:
It was reported that during an unknown procedure, during the first 20 minutes of surgery, the functioning of the device was normal. Later the surgeon detected a problem in the jaw of the device which also made a strange and different sound. He removes it from the socket, examines it carefully and detects that the jaw is broken. The device is exchanged for an identical one, which works without any problem. The procedure was delayed for 15 minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2024 d4 batch #: unknown additional information was requested and the following was obtained: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? No more information available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4 batch #: x70428. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with no apparent damage. The blade tip was not broken off as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no abnormal sounds heard at any time during testing. The device was disassembled to verify the internal components and no anomalies were found.  The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch x70428, and no non-conformances were identified.